Manufacturer narrative:
C2 / d10 concomitant products grid ¿ added h3 summary attached - updated h3 device evaluated by mfg ¿updated the lot number is unknown, however, due to the automated mes system there are controls in the manufacturing process to ensure this product met specifications upon release. Visual/microscopic inspection: the main coil was seen to be kinked and the main coil was seen to be stretched. This additional coil was found in the rhv of a different microcatheter. Functional inspection: it was unable to carry out functional test as coil had been detached. The reported main coil migration was confirmed during analysis. There was no allegation of failure or malfunction against this device. A labelling review and a risk analysis could not be performed. It was reported that detachment issues were initially experienced with a target 2mm x 3cm coil (refer to pr 2778084). This coil was removed and replaced with a target helical ultra 2mm x 2cm coil (subject device for pr 2778083). As this second coil was being transferred into the microcatheter, "it detached unexpectedly (in the y-value of the rhv). When the operator flushed "the coil in valve, the additional ¿coil¿ was washed out of sheath and left in valve. Not sure about where it came from". Given that the extra detached coil was found in the rhv through which the original 2mm x 3cm was removed, it is highly likely that the coil was inadvertently entangled by the 2mm x 3cm coil which was then retracted, bringing the extra (detached) coil with it as far as the y-value of the rhv. Note: the event description specifies that 2 x excelsior sl-10 microcatheters were used. One of the images provided by the physician and taken at time of incidence shows that the additional coil was found in the y-value section of an rhv that is attached to an excelsior xt-17 microcatheter. The device was received, and an analysis was conducted to identify any potential cause for the reported event. The main coil was kinked at several locations along its length and was also stretched. There was no delivery wire or introducer sheath returned with the device. An assignable cause of procedural factors will be assigned to the as reported codes main coil migration and device interaction with another device and to the as analyzed (aa) codes main coil kinked/bent, main coil stretched' and main coil migration' since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that endovascular aneurysmal coil embolization procedure was performed for acoma (anterior communicating artery) aneurysm of size 4mm*5mm and width of neck was 2mm. After placement of the microcatheters one was placed at the lumen of aneurysm and other was placed at neck of aneurysm, coil embolization was done. Initially 3 coils were embolized into the aneurysm. When the forth coil was placed into the aneurysm and attempted to detach the coil , it was unable to detach, so operator withdrew the forth coil from patients anatomy. During the insertion of the fifth coil , when the operator flushed the y valve , the operator noticed that there was loop of detached subject coil which was present at the hub of the microcatheter. The fifth coil along with the additionally detached subject coil was removed from the valve of the microcatheter. No further information is available regarding this issue. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that endovascular aneurysmal coil embolization procedure was performed for acoma (anterior communicating artery) aneurysm of size 4mm*5mm and width of neck was 2mm. After placement of the microcatheters one was placed at the lumen of aneurysm and other was placed at neck of aneurysm, coil embolization was done. Initially 3 coils were embolized into the aneurysm. When the forth coil was placed into the aneurysm and attempted to detach the coil , it was unable to detach, so operator withdrew the forth coil from patients anatomy. During the insertion of the fifth coil , when the operator flushed the y valve , the operator noticed that there was loop of detached subject coil which was present at the hub of the microcatheter. The fifth coil along with the additionally detached subject coil was removed from the valve of the microcatheter. No further information is available regarding this issue. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.